Manufacturer narrative:
(B)(4). Additional information has been requested. There has been no response at this time. There is currently insufficient information to determine the root cause of this event. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that this patient with a 25mm bioprosthetic pericardial aortic valve, implanted for seven (7) months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tavr was performed with a 26mm edwards transcatheter heart valve. The procedure and patient outcome reported as "good result." No additional details were provided.